Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient's charging intervals were frequent due to their programming requirements.  However, rep was able to adjust patient's programming so that they did not have to charge quite as frequently and the patient had been satisfied with the result.  Impedances were normal and there were no known or suspected issues with the device.  Patient got all (coupling) bars when charging and was of thin stature.  Patient information was provided and no further complications were reported/anticipated.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator. It was reported that the patient was having trouble recharging and needed to charge 6 hours a day every day. Troubleshooting was reviewed to consider doing a recharge interval calculation, how many coupling bars the patient is getting, and the recharger stats. It was also reviewed to use antenna locate or to review if the ins was possible. No further complications were reported or anticipated. No symptoms reported.